Event description:
It was reported that the patient required a lead revision (reason and lead not specified) and it was noted that the incision was healing poorly. During the procedure the pocket of the implantable cardioverter defibrillator (ICD) was found to be infected. The entire ICD system was removed, and the patient underwent implant of a new subcutaneous implantable cardioverter defibrillator system approximately one week later. No additional adverse patient effects were reported.